Event description:
It was reported that during an original spectra penile prosthesis implant surgery, the left cylinder was not implanted due to possible damage of the cylinder. Another new spectra cylinder was use to complete the surgery. No patient complications were reported in relation to this event. Related to complaint (B)(4).